Event description:
Penumbra, inc. Ruby standard coil was deployed inside the catheter. Both devices were removed and a new setup obtained; procedure continued without further incident. No harm to patient.